Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): during testing, the display screen was found to be dim and discolored. Unrelated to the complaint, the pump history showed a power on reset on (B)(4) 2013. Visual inspection of the pump revealed stripped threads in the battery cap and a cracked battery compartment. The battery cap detached during testing and the pump powered off. A test cap was used in testing, and would not completely tighten due to a cracked battery compartment. Upon rebooting, the black box indicated that the pump time/date reset to factory default. Under evaluation, the internal battery was found to be leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).